Manufacturer narrative:
(B)(4). A device lot number was not provided and the device is unavailable for analysis; therefore, an investigation is unable to be performed and a cause of the reported event is unable to be determined.

Event description:
It was reported a patient underwent whipple surgery for pancreatic cancer. Following this surgery, a portal vein thrombectomy was performed, during which a transjugular intrahepatic portosystemic shunt (tips) procedure was also performed and two viatorr tips endoprostheses were implanted ((B)(6) 2016). A review of the patient's medical records show a reintervention on (B)(6) 2016 via thrombectomy for a narrowing in a previously implanted icast stent that was placed in the superior mesenteric vein at some point prior to the tips procedure. Additional revisions via angioplasty were performed on (B)(6) 2016. There were additional procedures (reasons unknown) performed (B)(6) 2016. An embolization procedure was performed on (B)(6) 2016, at which point a previously implanted viabahn device was noted in the patient's records. The reason for the viabahn implant is not available; however, the device appeared to begin mid viatorr and extend through the chainlink portion into the portal vein. On (B)(6) 2017, the two viatorr devices and the viabahn device were removed via snare and catheters due to infection. It is not known whether the devices were infected or if the patient was bacteremic. Following removal of the stents, the physician discovered a fistula from the bowel to the portal vein, which was most likely unintentionally created during the previous whipple surgery. The doctor believes this was the source of infection, not the gore grafts. The fistula was closed with an amplatzer plug. The patient's current condition is unknown.